Event description:
It was reported that a contour vl ureteral stent was to be used in a stent exchange procedure, and during preparation, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.